Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the distal body broken, the forward body cover broken, the lcb (light carrying bundle) broken, the u/d lock lever broken, the remote control buttons perforated, the insertion flexible tube buckled, the light guide cable buckled, the control body cracked, the biopsy inlet piece missing, the lg prong deformed, the suction arm deformed, the biopsy inlet barrel dirty, the biopsy inlet t-piece dirty, the operation channel (primary) resistance, and the u/d knob white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.